Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard xp ivtm system displayed tcm ID 09 (air trap assembly) error message. This error message occurred several hours after the treatment began. They aborted use of the thermogard and continued treatment with another system (type unknown). No patient sequelae was reported. No additional information was provided.